Event description:
During baxter's testing it was found that a spectrum pump had evidence of tampering with the mechanism. There was no patient involvement.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. The identified "tampering" was confirmed and reproduced during evaluation. Evaluation found that the mechanism was not the same as that which had originally been installed in the device. The force sensor and lower auxiliary also did not belong to this device. Review of the device history log records show that these components were not original to the pump. This indicates that unauthorized repairs were performed on the pump which could compromise all internal electrical components. In the warnings and cautions of the spectrum operators manual, it states "servicing the sigma spectrum infusion system is restricted to qualified, sigma trained, service personnel who employ sigma authorized parts and procedures. Use of other parts and servicing procedures is prohibited." The device is irreparable and has been retired.